Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Customer had elevated blood glucose (bg) levels (371 mg/dl). Customer administered a shot to address elevated bg levels. Troubleshooting with tandem technical support was performed and determined the infusion site to be the cause for the reported occlusion alarms. Reportedly, the customer changed the infusion set and successfully resumed insulin therapy.